Manufacturer narrative:
Concomitant medical products: dtma2d1 crt-d, implanted (B)(6) 2017. The lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting short ventricular intervals. It was also reported that the right atrial (ra) lead was undersensing and exhibited high thresholds. The undersensing combined with ventricular-sensed events prior to the planned atrial pace resulted in suppression of atrial pacing. No action was taken and the leads remain in use. No patient complications have been reported as a result of this event.